Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported he experienced pain upon insertion of the infusion set. Pt stated he does not like the insertion assist plus device because it is too close to the skin and he is not certain if it caused the insertion needle/cannula to bend slightly before insertion into the infusion site. Pt reported he removed the infusion headset immediately after insertion and pain occurred and noticed the infusion set cannula was kinked/bent. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.